Event description:
The patient has a scs system which includes two leads from the same lot. It was reported the patient was experiencing a change in stimulation. The patient underwent surgical intervention to remove and replace the two leads as one of the leads had migrated. Follow up information identified the patient was programmed and the patient was pleased with the stimulation. It is unknown the date of the event.

Manufacturer narrative:
(B)(4). Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.